Manufacturer narrative:
Philips service replaced the ups pulsar m2200 and returned the system to clinical use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to power up due to ups issues on an allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.